Event description:
Event description cpi received information that this patient's implantable cardioverter defibrillator (ICD) had recorded episodes that indicated possible oversensing. The left ventricular pacing lead also provided shocks into a normal sinus rhythm. 05/18/01: guidant received this left ventricular pacing lead, which was explanted and returned as part of a system change. A fracture was found on the is-1 segment, and it was also noted that a fracture was present on the terminal segment of the is-1 segment which was returned in october 1999 for analysis. A late MDR will be filed.